Manufacturer narrative:
Concomitant medical products: ddbc3d1, implanted: (b)(64) 2016.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced unstable thresholds and undersensing resulting in inappropriate shocks. In addition, it was noted the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion due to high outputs. The ra lead was capped and the implantable cardioverter defibrillator (ICD)  was explanted and replaced. No further patient complications have been reported as a result of this event.